Manufacturer narrative:
G4:06nov2020. B4:03mar2021. H11:g5:k102985. H10: reported issue was found during preventative maintenance (pm). Manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse replaced the unit's front bezel to resolve the reported issue. A similar investigation was performed and it was determined that the liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A user interface (ui) front bezel assembly was returned for analysis. Visual inspection of the ui front bezel assembly revealed no evidence of damage or contamination as received. An investigation was performed, and all tests passed, no functional failures were identified.

Manufacturer narrative:
Date of event: (B)(6) 2020. Report date: 22oct2020.

Event description:
The customer reported nav- ring not responsive. There was no patient involvement.